Event description:
Caller reported a potential false negative troponin I (tni) result on triage profiler sob test vs. Dimensions rxl siemens analyzer. Male with pacemaker went to the ER on (B)(6)2010 with chest pain. He was admitted and then released. The lab's dimensions rxl siemens analyzer was down and the triage meter was being used as a back-up. Both results were similar at 3 hour specimen (no values provided). The next morning, 12 hour specimen gave different results. The cut-off for the lab analyzer is <0.10. EKG abnormal x 4; atrial fib. Customer did not know the discharge diagnosis.

Manufacturer narrative:
The customer did not return any sample to biosite for testing. Product support could not rule out sample-specific interference without return of pt sample. Retention testing on positive sample showed no issue with tni recovery. No product deficiency was established, no corrective action required at this time.